Event description:
Medtronic insulin pump 630 g would not infuse insulin. Pump showed message about infusion blockage, no delivery. Therefore by the time I got home my blood sugar was 327. There was no kink in the tubing. The pump did this same malfunction on (B)(6) 2017. I feel this is a major concern because without insulin I could have went into ketoacidosis. For the price of this insulin pump one would expect this not to happen twice in 1 week.